Event description:
Yesterday dr. (B)(6) used the 7.00mm ring and she claimed one of the springs is defective. She stated that the defective spring torn the iris. Follow up info from the doctor: it was phaco surgery. The iris was incarcerated into the ringlet and required manipulation with a sinsky and kuglen to free it. On inspection after the case, the ringlet was found to have significant narrowing and an irregularity/burr within the ringlet. I tamponade the heme and pressurized the eye, which fortunately was enough to control the bleeding. It appeared to result in a small 1 clock hour iridodialysis, but he is not complaining of light sensitivity at this point, so I am observing him for now.